Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed that it was not possible to calibrate the programmer. It was indicated that the touchscreen was out of specification. The touchscreen connector required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to calibrate the programmer. The programmer was returned for service. There was no patient involvement.